Event description:
Complaint is reported as: the elbow connector is broken. The alleged defect was found prior to pt use.

Manufacturer narrative:
It is unk at this time if the product is available for investigation. A f/u report will be submitted when investigation is complete.